Event description:
It was reported that approximately one hour into a da vinci si gastric bypass procedure, while the surgeon was suturing, with the 5mm needle driver instrument, the tip broke and fell into the patient. The broken piece was immediately retrieved and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the customer reported problem and found the instrument tip to be broken. The detached grip was returned with the instrument. The grip fractured at the transition between the grip arm and the grip hub. The cracking appears to have initiated where there is a 90 degree angle between the grip arm and hub. No other damage was found.